Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v640229, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v640229, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, lot# serial# (B)(4), implanted: 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported the patient had an infection and ¿if it comes up again they have to rip everything out.¿ the patient had battery replacement. The patient went to see their healthcare professional (hcp) because they noticed something was wrong "on his...you know the electrode or whatever you call it up on the side there was like a big boil there." The boil was on the top of his head and it looked like a boil with pus. It was stated the hcp "cleaned the hole out as well as he could and sent a biopsy out.¿ it did heal up finally. The patient had been in the hospital for an issue that was unrelated to the device/therapy where they were treated with steroids that ¿kind of cleared it off.¿ the results of the biopsy were not available at the time of the report.